Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 107mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The caller mentioned that the device was stuck on the prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarms. The device was received with scratched screen, broken belt clip slot, missing end cap sticker, and cracked case at the display window corners, battery tube threads and reservoir tube lip.